Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and provided images for the reported arm cart assembly. One image was received for evaluation. The image depicted error message related to the arm cart assembly being displayed on the operating room team interactive (orti) screen of the tower. The messages stated, "arm 4: danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" and "arm 4: warning: non-recoverable arm error. Follow other arm-specific notifications or remove arm from use and unplug arm to continue." Evaluation of the logs indicated an occurrence of an error code for ¿subsystem robotic assembly validation - redundant position sensing check¿, which indicates that there was a mismatch between the position readings of the primary and the secondary at robotic arm joint 2, leading to a non-recoverable error on arm cart assembly 4. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a mismatch between the position readings of the primary and secondary robotic arm joint 2. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy, the arm cart assembly (aca) triggered a non-recoverable error during draping. The issue was resolved after the aca was restarted. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Evaluation of the device data indicates occurrence of an error code ¿sra validation (subsystem robotic assembly) - redundant position sensing check¿ which indicates that there is a mis-match between the position readings of the primary and the secondary at robotic arm joint 2 (ra_j2) leading to a non-recoverable error on the arm. Review of the provided image notes that it shows the operating room team interactive (orti) screen of the tower which is showing two error messages which read "arm 4: danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" and is show three times and "arm 4: warning: non-recoverable arm error. Follow other arm-specific notifications, or remove arm from use and unplug arm to continue". Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy, the arm cart assembly (aca) triggered a non-recoverable error during draping. The issue was resolved after the aca was restarted. There was no patient involvement.